Event description:
Information was received from a consumer regarding a patient receiving saline via an implantable infusion pump for non-malignant pain and other non-malignant pain. It was reported the patient's pump had been ringing since (B)(6) and had been getting increasingly louder. It was noted as a single tone alarm. Then, in (B)(6) she heard a "4 single tone" alarm. As of (B)(6), the patient heard what was described as the critical alarm, a dual tone alarm and it was now sounding like an ambulance alarm. It was then also reported the patient was hearing both the "4 single tone alarm" and the dual tone alarm every 10 minutes. The patient had also been getting a spinal headache lately and was having questions as well as concerns as to why she was experiencing those symptoms along with why the device was alarming. The patient's healthcare provider (hcp) reportedly told her that the battery was going to "go out" and her insurance would not pay for her to get it replaced. The hcp refused to see her now that her insurance wouldn't pay for it and she no longer had a hcp. Additionally, on (B)(6) 2016 the patient began to feel a series of 15 electrical "pinches" near the pump. It was not a shock, but an electrical feeling under the skin. No further information was provided including what troubleshooting and/or diagnostics occurred, what actions/interventions were taken, if the patient experienced additional symptoms, or what the cause of the alarm, spinal headache and electrical pinches. Additional information was received from the health care provider (hcp) and the consumer. Circumstances that led to the electrical pinches near the pump included showering/washing hair, sleeping, sitting/reading, using the restroom, being in the car, eating, "etc." The patient had been experiencing weakness and extreme fatigue (much more daytime) related to the electrical pinches near the pump. Their muscles were cramping more (especially at night). They were unable to perform usual tasks and normal daily activities. They experienced increased flu/colds, headaches. No steps were taken to address the electrical pinches near the pump. The patient experienced 15-20 pinches per minute nearly 10x a day; it was increasing. It was reported that the patient's eri (electronic replacement indicator) was at 6 months in (B)(6) 2015 when she asked for cessation of intrathecal pump medication, and she refused pump explant surgery. The patient's pump medications were tapered and her pump filled was filled with saline on (B)(6) 2015 per her request. The patient felt the care was no longer ethical or beneficial to her health. Additional information received from the consumer clarified that the previously reported illegible information was not pertinent to the event. Additional information was received from a consumer. It was reported that the patient continued to suffer cognitive and physical effects. The patient's pump continued to beep 3 two tone beeps and occasionally 1 long beep. The patient got the electrical impulses on her mid-left side. It felt like the patient was being shocked. The impulses varied from small to jolting the patient. The patient felt it was unsafe for her to perform many activities such as driving and walking. The electrical impulses were disturbing the patient's sleep, stopping the patient from walking at times, and jolting the patient to the point of not being able to move. It was reported that the patient had appointments with her neurologist on (B)(6) 2016. Additional information was received from a healthcare professional (hcp). The hcp heard a sound coming from the patient. They think it may be from the pump. The hcp heard the sound 3-4 times in the half hour they were with the patient. The hcp initially thought the sound may have been coming from another manufacturer's device until their tech services informed them it was not possible. The hcp was then informed of the patient's pump and confirmed the pump alarms description matches the sound they are hearing. The patient believed the pump was not functioning due to its age. The patient reported a shock on her left flank multiple times under her rib cage. The patient claims to have been told the pump has been off for two years. The patient was directed to make an appointment with her managing pump hcp to silence the alarm that had been alarming for the past year.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.